Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included missed abortion. Concurrent conditions included bacterial vaginosis, endometriosis, dysmenorrhea and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse),") and back pain ("back pain/ side pain"). On (B)(6) 2016, 7 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe pain on side bad cramps"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown and the back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: number of proximal coils: 4 on right cornua, complications. (Comments: unable to place micro insert into l tubal ostia), patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: new pfs received: new events added: abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), back pain, severe pain on bad cramps were added. New reporters and date of birth were added. Outcome of events back pain, severe pain on bad cramps from unknown to recovered/resolved were updated. Product information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube") and embedded device ("migration of essure device location of device: embedded in right cornu of the uterus") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included missed abortion. Concurrent conditions included bacterial vaginosis, endometriosis, dysmenorrhea and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain/ side pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("severe pain on side bad cramps"). The patient was treated with surgery (surgery to remove the essure implant and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown and the back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- number of proximal coils: 4 on right cornua, complications (comments: unable to place micro insert into l tubal ostia), patient tolerated placement without difficulty diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event of "migration of essure device location of device: embedded in right cornu of the uterus(device embedded)" added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.